Event description:
It was reported that a patient experienced a possible infection and passed away coincident with peritoneal dialysis (pd) therapy. Eight days prior to the patient death, the patient had been hospitalized for chest pains and other unspecified events. While hospitalized, the patient showed symptoms that may be indicative of an infection. The patient received unspecified medications. The cause of the patient¿s death was reported to be cardiac failure; however, the patient had not recovered from the possible infection. Pd therapy was ongoing at the time of death; however, the patient was not connected at the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.